Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle and had a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the burnt distal end cover: the use of a high energy instrument without sufficient distance from the tip may have led to the burning of the distal cover. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the operation manual gif-h290cf-h290l/ipcf-h290l/I chapter 2. Inspection method is described in the operation manual for gif/cf/pcf-290 series ¿chapter 3¿. Olympus will continue to monitor field performance for this device.